Event description:
It was reported that 10 days after a coronary drug eluting stenting treatment procedure, the pt developed a rash and myalgias. The physician implanted a taxus express2 8.8%, unk size, drug eluting stent in an unk vessel. About a week and a half later, the pt developed a skin rash and diffuse myalgias. The pt was put on steroids. He spoke to dr who changed their plavix to ticlid. The physician has not heard back from the pt so he assumes the rash has resolved.

Event description:
This complaint's reportability has been changed to non-reportable due to no product implication as the physician changed the plavix to ticlid and hasn't heard anything more from the pt so he assumes it resolved.